Event description:
It was reported that an ilet user went to sleep with approximately 10% battery remaining, placed the device on a charger, and later found the screen black and the device unresponsive, suggesting the device was not correctly charging and became fully depleted. Symptoms included no reported clinical effects. Outcomes included no reported impact to health, no alarms, and no hospitalization. Investigation included remote troubleshooting and education. Investigation of this case revealed a suspected failure to charge due to improper charger connection, leading to battery depletion and device nonresponsiveness. It was concluded, based on previously established findings for similar reports, that the cause was user-related charging technique resulting in an uncharged device.